Event description:
Reported high incidence of positive sars results for one lot. It is unknown if the patients were symptomatic or not. No confirmatory testing completed. Reports will be filed for each suspected false result.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: maude report (mw5097919).